Manufacturer narrative:
This device was included in that field action, and returned product testing found the device did perform as described in the field action. Product event summary: the full lead was returned, analyzed, and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had rising and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).